Event description:
The customer reported to the olympus technical assistance center (tac) that during preparation for a diagnostic procedure, the evis exera iii video system center presented with b30 (scope communication error) and e315 (incompatible scope error) in two (2) rooms. A light/dark image issue with picture in both. The issue was with the 180 and 190 series scopes. Referencing remedial action for the 180 issue was verification of pigtail function with proper connection. The customer mentioned that color bars were present, but with a blank gray box in the lower corner of the screen. The tac technician was unable to identify the issue, but there was a recommendation for a pip (picture in picture) or pop (point of presence) selection option or setting initiated. There were no reports of patient harm associated with this event. Additional complaints were created for all devices on the two (2) towers. Related patient identifier: (B)(6). (Cv-190, serial# (B)(6). Related patient identifier: (B)(6). (Clv-190, serial# (B)(6). Related patient identifier: (B)(6). (Clv-190,serial# (B)(6).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The error log did not contain any error codes. Additional issues were identified during the device evaluation: an unreadable warning label and recommended a software update. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "[6.3 connection of an endoscope]. ·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed." Olympus will continue to monitor field performance for this device.